Event description:
Procedure: lap ventral hernia repair. According to the reporter: the devices did not work. Additional information could not be reported. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time. Completion of the case could not be reported.

Manufacturer narrative:
(B) (4). (B) (4).